Event description:
Event description guidant/crm received information that at an explant procedure of this patient's implantable cardioverter defibrillator (ICD) for normal ert, the adhesives were cut with electrocautery and a dissection. After several attempts to remove the old device (ICD)from the pocket, the shocking portion of the endotak lead was fractured, this fracture occured at the explant procedure. Extensive surgery was required to remove the remaining lead portion. Another guidant/crm (ICD) and lead were implanted without issue.